Event description:
Caller states that a patient reportedly received the following results on three inform systems within 10 minutes: 536 mg/dl (inform system 1), 242 mg/dl (inform system 2), and 217 mg/dl (inform system 3). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with patient identifier (B)(6) for the inform system 1, and medwatch with patient identifier (B)(6) for the inform system 3.